Manufacturer narrative:
The claimed problem was not reproduced during the post-event device inspection conducted by the arjo representative. No device malfunction was identified. Additionally, the device successfully passed a load test conducted using a 272 kg test weight. The maxi sky 600 is equipped with safety features designed to limit strap release. In the event of a transmission or motor failure, an automatic emergency brake engages to prevent further unwinding of the strap. This safety mechanism was checked following the event and was confirmed to function correctly. Based on the complaint review, it appears possible that strap accumulation inside the ceiling lift housing may occur and subsequently unwind unexpectedly. However, as the reported issue could not be replicated during testing and no functional irregularities or component failures were observed, the exact cause of the event could not be determined. To sum up, arjo device was used with the resident when the incident occurred. The device was operating within specifications at the time of inspection. The complaint was assessed as reportable due to an allegation of a resident fall caused by an unintended ceiling lift strap release. No serious injury was reported.

Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. The claimed problem was not reproduced during the post-event device inspection conducted by the arjo representative. No device malfunction was identified. Additionally, the device successfully passed a load test conducted using a 272 kg test weight. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
During a patient transfer from a chair to a bed using the maxi sky 600 ceiling lift, the lift strap reportedly unwound by approximately 30 cm. As alleged, the patient fell onto the bed. During the fall, the patient struck the edge of the bed. The patient sustained a slight bump to the head; however, no wound, bleeding, or other visible injuries were noted.